Event description:
The device was received through the donation program. Nothing further reported.

Manufacturer narrative:
The device was unable to prime during testing due to a loose drive support disk. Keypad traces were found to be corroded. Rattleling vibration was caused by vibrator adhesive not adhering. The device was received with cracked case at display window corners, scratched lcd window and broken reservoir tube lip.